Manufacturer narrative:
The device was received for evaluation. The returned unit was labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor underinfused. The rate of underinfusion was not reported by the customer. This event involved a patient with no patient consequences. No additional information is available.